Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touchscreen display was difficult to see. Pump was being used for demonstration purposes and not being used by a customer at time of event. Reportedly, a replacement pump was sent.